Event description:
Caller reported cgm error 42, which did not display again after a pump reset. There was no adverse impact to the customer's blood glucose level. Customer successfully started their sensor session after resetting the pump with guidance from technical support.